Event description:
Devices explanted due to suspected failure and sent to biomed. Review of the x-rays obtained at the last visit demonstrates a spot welding of the left femoral stem. There is a shift in position of the cup when compared to pelvic films in our system from years earlier. Based on the change in position of the acetabular component between the two films as well as his symptoms, we feel his acetabular component is loose. It appears that his femoral stem is well fixed and that the thigh pain may be related to tip of stem pain or possibly from the acetabular component itself.